Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at thistime. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
These leads were explanted one day post implant because they both dislodged after the pocket was closed. The lv lead was not reused because the physician perforated the lead with the rv lead and the rv lead was not reused because there was tissue stuck to the helix. No adverse patient side effects were reported.